Event description:
The patient previously had an implant in this ear that was explanted and reimplanted in 2006 due to poor performance and uncomfortable sensations (reported on 6000034-2002-00002). The patient was able to hear with the new device, but reported poor sound quality. Reprogramming did not resolve the problem. The explanted device was returned to cochlear with a statement indicating that the patient was unable to use multiple electrodes and was not making progress with this device. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.